Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient was unable to connect his left stimulator to his programmer or recharger. He had been having trouble charging the left implant since the week prior. The patient was able to charge and use the programmer on the right implant. A power on reset (por) occurred at one point, but the recharger stopped since he couldn¿t get coupling. Follow up indicated that the patient received a new recharger belt and had no further concerns.